Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
D9: returned to mfg: yes, date returned: (b)(60 2024, h3: device evaluated by mfg: no, reason for non-evaluation: anticipated but not begun, other reason: blank, returned to mfg: yes, h10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Remove codes 3221, 4114, 67. Add codes 4118, 3233, 11 d9: returned to mfg: yes, date returned: (B)(6)2024, h3: device evaluated by mfg: no, reason for non-evaluation: anticipated but not begun, other reason: blank, returned to mfg: yes, h10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Remove codes 3221, 4114, 67. Add codes 4118, 3233, 11.